Event description:
It was reported that a patient experienced hypoglycemia while using the ilet and the caregiver administered slow-acting carbohydrates, including a bottle of sunnyd followed by cereal 15 minutes later when glucose was 40 mg/dl, which contributed to subsequent hyperglycemia at 160 mg/dl; education was provided on using fast-acting carbohydrates in 15¿20 minute increments and on exercise strategies to reduce insulin during vigorous activity. Symptoms included low blood glucose. Outcomes included transient low glucose with rebound hyperglycemia and user education on hypoglycemia treatment and exercise management. Investigation included a review of product-use history and user technique. Investigation of this case revealed user treatment practices inconsistent with recommended fast-acting carbohydrate use and potential overcorrection, with no device malfunction identified. It was concluded that the event was related to user management of hypoglycemia rather than a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.